Event description:
Physician reported a left side rupture. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, red particles on the shell, wear abrasion, missing a piece of shell (0-25%), and fold creases. A microscopic analysis was performed which identified: a crease sharp broken on posterior. Based on the device analysis the final assessment is: a crease sharp broken on posterior assessed as fold flaw opening and a missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported a left side rupture. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. The device was explanted and replaced.